Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer did not complete the load process correctly. Customer addressed bg by administrating a correction bolus via pump. Technical support educated customer to make sure to complete cartridge air removal step prior to filling the cartridge and assisted in completing load process and resuming insulin.